Event description:
It was reported via repair work order that the head end jack could not pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end jack could not pump up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was also determined that the head end jack could not lower, as well, due to damaged head end jack pump.